Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the united states indicating that the psi gauge of the device was cracked. It is known the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.